Manufacturer narrative:
Device is a combination product. Synergy ous mr 2.75 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues. The struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The crimped stent length was measured and was within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a break at approximately 205mm distal from the distal end of the strain relief. There were multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user preference issue as the product met specification but the user was reportedly dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 14-jun-2017. It was reported that the stent's size was inadequate for the lesion. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery (lad). After pre-dilatation was performed, a 2.75 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the physician realized that the initima of the lesion was wider than expected and the size of the stent could not match the width of the initima. The procedure was completed with a 3.00 x 24mm stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.